Manufacturer narrative:
This event occurred in (B)(6).

Event description:
In (B)(6) 2017, the customer had precision issues with the haptoglobin tina-quant haptoglobin (haptoglobin) test on a modular p module. By the end of (B)(6) 2017 they had installed extra special wash steps which appeared to have solved the issue. Then, on (B)(6) 2017 they had an erroneous high result for 1 neonate sample. The initial result was 1.67 g/l. This result was reported outside of the laboratory. The sample was repeated and the result was < 0.2 g/l. The repeat result was believed to be correct. There was no allegation that an adverse event occurred. The haptoglobin reagent lot number and expiration date were not provided. The customer has since stopped using this instrument and is now using a cobas system for patient testing. No further information related to the p module is available from the customer. Based on the information provided, the investigation was unable to find a definitive root cause.